Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system with a right atrial (ra) lead was explanted. No product allegations have been received at this time. No other products have been implanted. Additional information has been requested but not provided at this time. This ra lead has been returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system with a right atrial (ra) lead was explanted. No product allegations have been received at this time. No other products have been implanted. Additional information has been requested but not provided at this time. This ra lead has been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report was submitted due to updates to fields d9, device avail for evaluation? And returned to manufacturer date. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system with a right atrial (ra) lead was explanted. No product allegations have been received at this time. No other products have been implanted. Additional information was requested but not provided. Due diligence has been completed. This ra lead has been returned and analysis completed. No additional adverse patient effects were reported.